Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4 batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported who was in the case that during a liver ablation procedure that bubbles appeared while testing the probe in saline. Another probe was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. Additional information was requested and the following was obtained: could you please confirm: did the device leak gas at probe cannula? Did the device leak at probe handle? The device leaked at the cannula investigation summary: call home did not reveal any issues or errors. The probe (0 uses) was investigated. Upon visual inspection, the probe looked normal. All functions (test, tissu-loc, ablate) worked to specifications. The issue of the bubbles on test was not verified. A search of nonconformities (ncs) was performed for lot: ml21066602. There were no observed nonconformities for this lot. Manufacture date: 6/1/2021, expiration date: 2/28/2025.